Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates the bed would veer to the right when trying to steer and the brakes would not hold correctly.